Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had trouble deploying the proximal flange. Reportedly, the physician "felt like it didn't want to open easily," and when the stent was fully deployed, the distal flange was in the stomach. The stent was removed from the patient using rat tooth forceps. The physician attempted to place another hot axios stent in a transduodenal position. During the attempted deployment, the catheter detached from the deployment handle. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was completed, and the patient was sent to interventional radiology to have the pseudocyst drained. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: device code 3009 captures the reportable event of stent positioning issue. Block h10: a hot axios stent was returned for analysis. A visual examination of the device noted that only the stent was received for analysis. The stent was received deployed and expanded. The stent was measured to be within specifications. There was no damage or issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had trouble deploying the proximal flange. Reportedly, the physician "felt like it didn't want to open easily," and when the stent was fully deployed, the distal flange was in the stomach. The stent was removed from the patient using rat tooth forceps. The physician attempted to place another hot axios stent in a transduodenal position. During the attempted deployment, the catheter detached from the deployment handle. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was completed, and the patient was sent to interventional radiology to have the pseudocyst drained. There were no patient complications reported as a result of this event.